Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a tie down mark at 23 cm from the connector pin. The lead failed the hi-pot test, indicating the possibility of a short between the coils. Examination of the distal insulation under the tie mark showed areas of damage caused by the proximal coil. This condition was the cause of the reported low lead impedance.

Event description:
It was reported that the lead exhibited low impedance of 190 ohms. The lead was replaced.